Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) while was in use, the staff noted that the pump has stopped pumping. As a result, the pump was swapped out for another. The field service engineer (fse) went to service the pump and found the battery voltage was 13.92v. He replaced the battery and the pump passed the performed functional checklist and was put back into service. There was no report of patient complication or serious injury and death.

Event description:
It was reported that the intra-aortic balloon pump (iabp) while was in use, the staff noted that the pump has stopped pumping. As a result, the pump was swapped out for another. The field service engineer (fse) went to service the pump and found the battery voltage was 13.92v. He replaced the battery and the pump passed the performed functional checklist and was put back into service. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "short battery run time" is confirmed. The battery failed the battery load test. The pump shut off approximately 28 minutes after pumping was initiated, while running on battery power. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining the battery. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Per the operator's manual, battery life is dependent on usage and maintenance of the battery. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.